Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this pacemaker system due to the appearance of egm markers misaligned with true r-waves. Upon review, t-wave oversensing was suspected. Technical services (ts) reviewed programming options. This pacemaker system remains in service. No adverse patient effects were reported.